Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent procedure for implantation of artificial cervical disc at c6-7 using extrapharangeal anterolateral approach. On (B)(6) 2016, post-op, at the 120-month evaluation, the patient had cervical spine x-rays that revealed mild heterotopic ossification, but clear motion on flexion/extension and lateral bend and good position of the patient's cervical device. No other treatment was required.

Manufacturer narrative:
Add'l info.

Event description:
Adverse event outcome: "permanent d or c". Adjudicated relationship: implant/surgical procedure associated sponsor relationship: implant associated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.